Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that immediately after starting to use the cadd administration set , the customer noticed that medical fluid was leaking from it. No patient injury or complications were reported in relation to this event.